Event description:
It was reported that the bladder of a large volume infusor ruptured during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, h4, h6, and h11. B5: this was observed during configuration (setup) of the device for chemotherapy. H4: the lot was manufactured between february 23, 2023 ¿ february 25, 2023. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. A visual inspection was performed, and fluid contained inside the bladder was observed which indicates the bladder did not ¿rupture¿. Droplets of liquid located on the interior wall of the device¿s bottle were observed which could be either condensation or leak. The reported condition was verified as droplets/leak. The cause of the droplets could not be determined; however, a probable cause may be the result of condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.